Event description:
The customer reported "we had a report of a pt de-accessing his (permacath) port because the tubing was too long and he stepped on it". It is presumed that by "port" the customer is referring to a permacath tunneled catheter. The pt required medical intervention to replace the catheter. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.